Event description:
It was reported that a confirmed motor stall and motor stall recovery were recorded in the event logs. The motor stall was caused by the patient having an MRI 4 hours prior to the interrogation. The pump was interrogated twice and was showing a repeated motor stall. The pump status was checked again and a motor stall recovery occurred. The patient reported having increased pain since the MRI. The pump was delivering morphine and baclofen. It was additionally reported that no other troubleshooting was performed. It was additionally reported that the patient experienced seizures. The health care provider (hcp) stated the seizures were not related to the infusion system. The hcp noted the patient was due for a refill on (B)(6) 2012 and they were in the hospital, and they were concerned the patient might not make their refill date in time. The hcp was trying to locate another hcp to refill the patients pump before it ran dry. It was noted, the pump was delivering baclofen. It was additionally reported that the patient made it back to california for a refill.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(6), implanted: 2007 (B)(6); product type catheter product ID 8832, serial# (B)(6), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).